Event description:
It was reported that an ilet user experienced a charging issue in which the wireless charging pad¿s indicator blinked several times and then turned off when attempting to charge the ilet, while the same pad successfully charged a phone, indicating suspected incompatibility or malfunction related to the ilet¿s charging interface. Symptoms included no clinical effects. Outcomes included no clinical impact and no medical intervention. Investigation included remote troubleshooting and user education, confirmation of proper setup, and arrangement for device replacement and return for analysis. Investigation of this case revealed a suspected device power/charging malfunction involving the charging interface or pump power subsystem, with the accessory pad functionally verified on another device, supporting a device-specific charging fault. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction affecting charging.